Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the pump was malfunctioned. Customer reported blood glucose value of 16 mg/dl. Customer was treated with hospitalization, manual injection and IV insulin drip (intravenous insulin infusion) and the customer was unconscious at the time of event. The event involved product(s) mmt-1884l, mmt-342 , mmt-431ag. Troubleshooting was performed for hypoglycemia and the customer was not using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue to use the reservoir. Mmt-342 was requested and customer response was the device will be returned. The customer will discontinue to use the infusion set. Mmt-431ag was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia and the pump malfunctioned. Customer reported a blood glucose value of 16 mg/dl. Customer was treated with hospitalization, and the customer was unconscious and convulsion at the time of the event. The event involved product(s) mmt-1884l, mmt-342, and mmt-431ag. Troubleshooting was performed for hypoglycemia and the customer was not using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer response was that the device will be returned. The customer will discontinue using the reservoir. Mmt-342 was requested and customer response was that the device will be returned. The customer will discontinue using the infusion set. Mmt-431ag was requested and customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 02-may-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 02-may-2025 in the pump history file and found 3 lost sensor alerts on 04/30/2025 and 5 lost sensor alerts on 05/02/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter smartguard (auto mode). The smartguard shield with the test sg value 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.